Manufacturer narrative:
(B)(4).

Event description:
It was reported that boston scientific technical services (ts) was asked to consult about increasing impedances on the right ventricular (rv) lead. Ts looked at the trend and saw gradually increasing impedances go from 500 ohms back in july to 1200 ohms currently. Ts also noted that thresholds had increased from around 0.6 volts (v) to around 1.2 v, and recommended checking for any medication or patient condition changes. The rv lead was later surgically abandoned as a result of the impedance and threshold issues. The physician also elected to replace the pulse generator. No additional adverse patient effects were reported.